Event description:
It was reported that prior to implant, during a sensing vector check, the device would not mark the recorded r waves, nor would it display the size of the waves. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. No anomalies were found.